Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. The customer's blood glucose level was 299 mg/dl and was addressed with a correction bolus. The customer reloaded the same cartridge and received an inaccurate fill estimate again. The customer declined further troubleshooting.